Event description:
It was reported that the t1 and t2 anchors of the fastfix 360 device deployed simultaneously during a meniscal repair procedure. A backup of the same model was used to complete the procedure. No delay was reported. No patient injury or complications were reported.

Manufacturer narrative:
Device, anchors, and suture were returned for evaluation. Visual assessment of the device shows no anchors or suture remains on the inserter. The devices actuator is in its post-t2 deployment position indicating a complete deployment. The depth limiter is damaged at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.